Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the entire system was "faulty" and needed to be replaced. A new system was set to be put in within the next couple of days. The rep said the patient wanted the new model battery so he would only have to spend one hour recharging. Also, one lead had impedances that were out of range. The impedances were discovered on (B)(6) 2020. According to the recharge reports, there was nothing abnormal about his recharging sessions. The patients battery was dead. The patient was scheduled for a system replacement on (B)(6) 2020. That surgery was canceled so that his worker's compensation adjuster could obtain more information. The device was expected to be returned after replacement.